Manufacturer narrative:
(B)(4).

Event description:
During a laser arthrectomy procedure to treat a calcified lesion with a turbo elite laser catheter, it was noted after attempts to cross the lesion with laser settings at 45/25 up to 60/80 and use of a quickcross that the terumo 0.035 guide wire had damage to the coating. The proximal portion of the lesion was dilated with a balloon. A new terumo 0.035 guidewire was placed to laser the distal portion of the lesion. Resistance was again encountered. The lesion was treated with 3 dcb. The lesion was able to be crossed with the balloons; however upon removal of the second guidewire it also showed damage to the coating. Angiography postoperatively showed good blood flow to the treated area. Patient is doing well.

Manufacturer narrative:
Device evaluation; there is no indication of a manufacturing or design failure in this event. The device was found to be patent. Some coating came out of the catheter that appears to be from the guide wire. Both wires sent back with the device showed laser damage and shearing of the wire coating. The wires likely prolapsed in front of the laser due to the difficult to cross lesion. There was no injury to the patient as a result of this event. The case was completed with a dcb. A review of complaints for 12 months prior to the event date found no other related complaints involving turbo elite 423-135-02, lot # fbs14j22a. There have also been no other complaints for this facility or physician. Continue to track and trend this situation.